Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (check te, adjust belt messages) has been confirmed. Upon investigation the electrode belt failed essential performance testing. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. No adverse events occurred as a result of the defective monitor.

Event description:
10/19/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned an electrode belt and reported that a patient was experiencing "adjust belt" and "check therapy pad" messages.